Event description:
It was reported that a suture break occurred during attempted suture placement in the left and right common femoral artery using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). The arteriotomy was 8 fr and during the aaa procedure the sheath was upsized to a 12 fr or 14 fr sheath. A second proglide device was used with the same results. Surgical closure was completed to close the access site following the aaa procedure. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.